Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population."

Event description:
It was reported that there was an alert was received due to shock lead impedance measurements measuring greater than 400 ohms. The device is programmed to primary vector. Technical services (ts) reviewed stored untreated episodes which they were unsure if non-physiologic or if it was myopotential. However, the latest episode was non-physiologic, and the device was re-programmed to primary after that. Ts suspected that the electrode is fractured and provided troubleshooting options. The field representative performed troubleshooting, and no noise could be re-produced in the current programmed vector. Subsequently, a revision procedure was performed, and the system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there was an alert due to shock lead impedance measurements measuring greater than 400 ohms. The device is programmed to primary vector. Technical services (ts) reviewed the stored untreated episodes which they were unsure if it was non-physiologic or if it was myopotential. However, the latest episode was non-physiologic, and the device was re-programmed to primary after that. Ts suspected that the electrode is fractured and provided troubleshooting options. The field representative performed troubleshooting, and no noise could be re-produced in the current programmed vector. Subsequently, a revision procedure was performed, and the system was explanted and replaced. No additional adverse patient effects were reported.